Manufacturer narrative:
Product event summary- the full lead was returned. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the suture sleeve passed into the cephalic vein and remained there after the lead was withdrawn. The physician cut down to the location in the cephalic vein to remove the suture sleeve. A different lead was successfully implanted. No patient complications have been reported as a result of this event.